Event description:
It was reported that pump displayed incorrect amount of insulin and appeared to detect less insulin than what was actually inserted, and warranty had expired so pump could not be repaired or replaced. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.